Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including pressure testing and clear passage testing with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink extension set did not fill during priming; medication ran straight through the filter. The customer stated that the halkey-roberts clamp was closed during priming and that there was continuous flow of solution until that point. There was no patient involvement. No additional information is available.